Event description:
It was reported this balloon detached from the catheter shaft in the pt following successful dilatation of a subclavian vein bovine graft located in the arm. A stenosed pacemaker wire was located in the same vessel being dilated and the balloon became caught on the wire during withdrawal. Successful retrieval of the detached balloon utilizing a hemostat followed. This balloon catheter was successful in completing the procedure and the pt's condition is good. A catheter shaft with detached balloon and a hemostat were received, evaluated and retained by this MFR. The engineering eval indicated the balloon was completely detached from the catheter shaft. The distal portion of the shaft was elongated and the distal radiopaque marker was missing from the catheter shaft and not returned for eval. Adhesive was located on the proximal bond area. The detached balloon was inverted over itself at one end and scratches were located on the balloon surface. All balloon material was present. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of graft may necessitate balloon manipulation through plaque or calcification. Co's follow-up revealed this balloon was inflated multiple times well beyond its rated burst pressure and a pressure gauge was not used consistently throughout the procedure. It was also indicated a stenosed pacemaker wire was located in the same vessel being dilated and the balloon became caught on this wire during withdrawal. This device displayed characteristics consistent with exertion against resistance, an elongated catheter shaft. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "it is essential that a pressure guage (medi-tech catalog number 15-101 or its equivalent) be used to monitor pressure within balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product... The recommended balloon inflation pressure should not be exceeded. Refer to product label for recommended inflation pressures. Inflation in excess of recommended pressure ratings may cause any balloon to rupture... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."